Event description:
It was reported that the insulin pump had fallen on the floor and was broken at the bumper side of the pump. Customer's blood glucose level was 153 mg/dl. Customer stated that the broken part of the pump was detached. Customer was advised to stop using the pump. Customer received a replacement pump. No further details given.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, minor scratches on the lcd window, a cracked end cap, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.